Manufacturer narrative:
(B)(4). G2: foreign - country occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a knee revision approximately eighteen (18) years post-implantation due to loosening of the femoral component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a2; a3; b4; b5; d2; d6a; g1; g3; g6; h1; h2. D6a exact implant date unknown. Indicated to be sometime in 2006. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: proposed component code mechanical (g04) femur. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. X-rays were provided and reviewed by mmi; they state the imaging showed a right total knee arthroplasty with an intact tibial component, but there was a possible vertically oriented fracture of the lateral femoral epicondyle and a malpositioned patellar component, which appeared superiorly placed with associated loosening inferiorly. The x-rays also revealed a large joint effusion, vascular calcifications, and osteopenia, indicating weakened bone quality. The possible femoral fracture and patellar component malalignment were identified as contributing factors to the revision surgery. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Complaint is confirmed based on x-rays provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.